Manufacturer narrative:
Relevant history: nstemi. Additional information: the lesion was at the ostium of the lad. Tortuosity was mild. Calcification was mild. Stenosis was 99%. The lesion was pre-dilated. There were no abnormalities reported in relation to the anatomy. There was no damage noted to the packaging. There were no issues removing the device from the hoop. The device was inspected with no issues not. Negative prep was performed with no issues noted. The device did not have to pass through a previously deployed stent. No resistance was encountered when advancing the device. Excessive force was not used during delivery. No balloon expansion happened after the ends flared initially. Pressure could not be generated on the indeflator. Angiography showed no balloon rupture. It was reported that there was an issue getting the contrast from the indeflator to the balloon and a leak was seen from within the shaft of the delivery system under fluoroscopy. The issue was identified after the first inflation. The stent was delivered but the balloon wasn¿t able to be inflated properly. Thus another balloon was used to inflate the stent to finish stent expansion, and the case finished with no further issues. It was reported that a leak was noted in the peri shaft in vitro. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the balloon was deflated, and the balloon folds were expanded. There was dried blood visible in the balloon and inflation lumen. It was not possible to inflate the balloon due to the dried blood. The delivery system was placed in the water bath to disperse the blood in order to aid inflation. Upon removal the delivery system failed negative prep. On pressurisation of the delivery system liquid was observed exiting the transition shaft. The balloon failed to maintain pressure. Upon visual inspection of the delivery system, there was a longitudinal tear on the transition shaft immediately proximal to the exchange joint. There was evidence of scraping around the tear site. The material was jagged at the tear site. A lead in scratch measuring approx. 1.5cm was evident proximal to the tear site. Deformation was evident to the exchange joint. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent. The device was inspected without issue and negative prep was performed with no issues noted. The stent was delivered to lesion site. During stent deployment, an attempt was made to inflate the balloon however it only partially inflated. The stent was left in place. Another sc balloon was used to inflate the stent. On inspection of the onyx, it was felt that the onyx delivery balloon had a leak in it somewhere. No patient injury.